Manufacturer narrative:
Method: a portion of the graft was returned to the manufacturer. The portion was sent to an outside laboratory for sem analysis. One product coated the same day, under the same conditions as the complaint device underwent water permeability testing. Test results indicated value well within product specifications. Results: a review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of five products coated on the same day as the complaint device indicated values well within product specifications. Conclusions: no conclusion can be drawn until the portion of graft evaluation is completed. A follow-up report will be submitted within 30 days upon receipt of any relevant information.

Event description:
During surgery, it was reported a graft bleeding that was observed near to the anastomosis site of a fem-fem vascular bypass. Fibrin glue was administered to stop bleeding. No patient injury was reported.